Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the vibrate feature on their insulin pump doe snot function. The customer's blood glucose was unknown at the time of incident. The customer stated that they have poor vision and relies on the vibrate mode to hear the alarms from the insulin pump. The customer did not troubleshoot the issue and the product was not sent back for analysis.